Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up and down cable was broken at the distal clevis hub. The broken cable segment from the pitch down cable that contained the crimp was missing from the clevis. The crimp on the pitch up cable was still installed. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si myomectomy procedure, the maryland bipolar forceps instrument became notably difficult to move. The reason could be a little piece of the articulation that was noted to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.